Event description:
Pt underwent treatment with the lightsheerxc for hair removal to the bikini area in 2003. Two days later, the pt returned to see the physician, who noted that the procedure had resulted in first and second degree burns to the treated bikini area. The physician referred the pt to a burn center for further treatment. Subsequently via legal proceedings pt required subsequent remedial therapy at the grossman burn center an that pt experienced permanent disability and disfigurement. Pt has not been able to return to their career as a model due to the disfigurement.